Manufacturer narrative:
The report of low flow alarms was confirmed based on the evaluation of the log file retrieved from the returned system controller; however, a specific cause could not be determined through this evaluation. Moreover, a correlation between the device and the reported events leading up to the patient's outcome could not be determined. Multiple attempts were made by the manufacturer to obtain additional information regarding the event as well as requests for pump return; however, to date, no additional information has been provided and the pump has not been returned for evaluation. The instructions for use lists stroke and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, the patient was found expired at home by their significant other. There was a low flow alarm sounding when the patient was found. The customer reported that the patient had a history of more than one cerebral vascular accident (cva) and just prior to this event had an elevation in their lactate dehydrogenase (ldh) level. It is believed that the patient had a massive cva causing the death and leading to the low flow alarms. A system controller log file which contained data from (B)(6) 2016 was submitted to the manufacturer¿s technical services representative for review. The log file showed that on (B)(6) 2016 at 14:54 through the end of the log file, the recorded pump power, estimated flow and average pi values were significantly reduced. The log file indicated that the pump maintained speed for the entire history until the driveline was disconnected on (B)(6) 2016 at 19:02. The data indicated that there were no equipment related issues. Additional information was requested, but was not provided.